Event description:
Delivery stopped after unknown hours of pt use. Report stated device contained unknown concentration of 5fu and normal saline for an unknown total fill volume. Report states the access site was not a port and the pt carried the infusor around their neck.